Manufacturer narrative:
One loose ref 3222 tip having one broke jaw was marked as lot number 00110119 or lot number 00110342 was returned, decontaminated and investigated. There was no way to determined which lot number this tip was manufactured. An investigation under >10x magnification did not reveal any marks or show signs of misuse. The fracture is consistent with loads exceeding the design load. No additional complaints have been received for lot number 00110119 or lot number 00110342. There is no remaining product in house with lot number 00110119 or lot number 00110342 to examine. Lot number 00110342 mfg date 10/2012 expiry date 10/2017. Lot number 00110119 mfg date 09/2012 expiry date 09/2017.

Event description:
The tip broke during surgery. The jaw broke when trying to hold the gallstone inside of the patient. They had to x-ray the patient to make sure no other fragments were left inside. The patient is ok and well. No additional patient information was provided.